Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe was damaged and leaked cytostatic medication past the plunger when drawing it up. This occurred with 9 syringes. The following information was provided by the initial reporter, translated from dutch: "unfortunately, we have once again received complaints about leaking bd syringes can you indicate where in the syringe there is leakage? There is a damage on some of the syringes, as soon as the plunger passes the damage with retraction, air enters the syringe, if the fluid is continued to be drawn up, the fluid flows between the plunger and the syringe and under the syringe. This creates a dangerous situation, especially when preparing cytostatics. Can you indicate how many syringes there are with this defect? It is not good to see from the outside. Expectations are at least 2 to 3 syringes per box. What was the impact on the patient/user when a leak occurred? Leakage during the preparation of cytostatics creates a health risk for employees. Was there a leak during a preparation? If so, did the spill take place in the safety cabinet? The leak was during a preparation in a safety cabinet."

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe was damaged and leaked cytostatic medication past the plunger when drawing it up. This occurred with 9 syringes. The following information was provided by the initial reporter, translated from dutch: "unfortunately, we have once again received complaints about leaking bd syringes... Can you indicate where in the syringe there is leakage? There is a damage on some of the syringes, as soon as the plunger passes the damage with retraction, air enters the syringe, if the fluid is continued to be drawn up, the fluid flows between the plunger and the syringe and under the syringe. This creates a dangerous situation, especially when preparing cytostatics. Can you indicate how many syringes there are with this defect? It is not good to see from the outside. Expectations are at least 2 to 3 syringes per box. What was the impact on the patient/user when a leak occurred? Leakage during the preparation of cytostatics creates a health risk for employees. Was there a leak during a preparation? If so, did the spill take place in the safety cabinet? The leak was during a preparation in a safety cabinet".

Manufacturer narrative:
H6: investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 2207059, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of the same lot were used for additional evaluation. The product was visually inspected, no damage or other defects were observed in the syringe barrels. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, no issues related to the reported incident were identified during manufacturing. It is possible for damage to occur during the assembly process due to a jam. Given the device records do not indicate any issue related to this, we cannot identify a root cause at this time.